Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the helix of this right ventricular (rv) lead became entwined in the myocardium during placement after the mannitol had melted. The patient suddenly developed adams-stoke syndrome. As a result, the right atrial (ra) lead was implanted first. When an attempt was made to place this rv lead, it could no longer be fixed in the tissue. The rv lead was extracted and successfully replaced with a non-boston scientific product. No additional adverse patient effects were reported. The patient was stable after the implant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the helix found tissue entwined in a portion of the helix but no anomalies of the component itself were found. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--